Event description:
It was reported the patient was admitted to the hospital about (B)(6) 2013 because when she went to a clinic she was given the wrong medicine and overdosed. It was an ¿overnight ordeal.¿ it was reported the patient¿s potassium was down (note: it was not clear based on the reported information if the low potassium was due to the hospitalization in this event or the event in manufacturer report # 3004209178-2013-11593) at the time of the report the pump was being used to deliver fentanyl. The pump had previously been used to deliver morphine and an unknown medication.

Event description:
A patient later reported that they did have some concerns with their device or therapy. They were working with their doctor or repre sentative. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).